Event description:
It was reported that there was erosion and wires exposed. It was noted there was a dehiscence wound in that area and the patient was referred for hyperbaric treatment by the implanting health care professional (hcp). It was noted that the wound was not healed that was on the head where the leads were placed. It was noted that the reporter did not know how long that patient has had the exposed wires. It was noted that the picture of the patient when the patient was referred about one week ago the hcp did not see any exposed wires and thought it might be something new. Additional information received reported that the lead wires in the brains were exposed and the reason for the hyperbaric treatment was to assist with healing. Additional information received reported that the reporter was creating a package for hyperbaric due to the patient requiring for infection. Several attempts to follow-up with the healthcare provider for additional information were made without success.

Manufacturer narrative:
Product ID: 3387s-40, lot# va08ee0, implanted: (B)(6) 2013, product type: lead. Product ID: 3387s-40, lot# va06yum, implanted: (B)(6) 2013, product type: lead. Product ID: 3708640, serial# (B)(4), implanted: (B)(6) 2013, product type: extension. Product ID: 3708640, serial# (B)(4), implanted: (B)(6) 2013, product type: extension. Product ID: 3387s-40, lot# va08ee0, implanted: (B)(6) 2013, product type: lead. Product ID: 3387s-40, lot# va06yum, implanted: (B)(6) 2013, product type: lead. (B)(4).

Event description:
Additional information received reported that the event was caused by poor wound healing. It was noted that there was a referral for exposed wires on the scalp on (B)(6) 2013. It was noted that exposed wires were a sign and symptoms associated with the event. It was noted that the patient did not require hospitalization due to the event. It was noted that the patient had a non-serious illness as an outcome and the wound was healing gradually.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported the patient had erosion at the lead location in the right hemisphere just behind the stimloc. The lead was exposed through the skin. The outer coating of the lead was worn through and metal was seen. The patient had been seeing a wound care specialist and they were scrapping the top of the patient's head, which could possibly be the reason for the outer covering missing. At the time of this report, the patient was good and receiving some therapy. Impedances had been measured by a healthcare professional (hcp). On (B)(6) 2014, impedances were measured to range from 1531-2918 ohms on the left side and 1446-2954 ohms on the right side when measured at 3v. Impedances were measured again on the day of this report and the clinician programmer displayed the message that some impedances were out of range. Impedances for electrode combinations on the left side were measured to be 3669 ohms for 0-1, 3795 ohms for 0-2 and 3669 ohms for 0-3 when measured at 1.5v. Impedances measured on the right side were within range. The patient's left side was programmed to 1+, 2+, 3- at 3.5v, a pulse width of 100, and a rate of 175 hz. The patient's right side was programmed to c+, 10- at 4.0v, a pulse width of 100, and a rate of 175 hz. The hcp was considering removing the right lead and replacing it.